Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative update: additional information provided on 21jun2026. The patient expired on support. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical conditions. Previous clinical narrative: a complaint was received involving an impella cp pump no patient demographic information, implant/explant dates, or procedural timing details were provided. The customer reported the development of lower limb ischemia on the impella insertion side. Computed tomography angiography (cta) demonstrated decreased blood flow attributed to stenosis of the left common iliac artery. Consideration was given to alternative access via right-sided or central cannulation; however, due to similar vascular pathology and the patient¿s overall poor prognosis, the anticipated therapeutic benefit was considered limited. Following discussion with the patient¿s family, a decision was made not to pursue surgical intervention. Based on the limited information provided, the reported peripheral arterial ischemia appears associated with underlying vascular disease, specifically stenosis of the left common iliac artery, in the context of impella support. A definitive causal relationship between the device and the event cannot be established.